Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this pacemaker was implanted, and connected to the chronic right ventricular (rv) lead, high out of range right ventricular (rv) pacing impedances of greater than 2000 ohms were observed. It was noted the physician attempted to implant a new rv lead, but could not get access. Therefore the associated rv lead remains implanted with this pacemaker. The root cause for the clinical observation remains unknown. The plan is to continue monitoring the impedance measurements at this time. No adverse patient effects were reported.